Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the insulin cartridge became dislodged from the ilet during the night, and the user awoke with hyperglycemia and administered a correction via subcutaneous insulin pen; the caregiver was instructed not to reconnect to the ilet at that time and was coached on properly securing and verifying the cartridge connector. Symptoms included elevated blood glucose. Outcomes included use of an alternate insulin delivery method and interruption of ilet therapy. Investigation included customer interview, troubleshooting guidance, and user re-education on proper connector engagement. Investigation of this case revealed a suspected connection issue between the cartridge and the device leading to interrupted insulin delivery. It was concluded that the event was related to a device connection problem with the cartridge interface. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.